Event description:
It was reported that the lens was explanted due to circular marks on the optic surface of the lens that reduced the pt's visual acuity.

Manufacturer narrative:
The lot history record was reviewed and there were no nonconformities or anomalies related to this complaint. The product was deemed acceptable for release. The investigation is underway.